Manufacturer narrative:
Follow-up #2 03/13/2012-device evaluation: unrelated to the complaint, the display screen was found to be dim and miscolored.

Manufacturer narrative:
(B)(4):the up arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the up arrow keypad button was not responding for two days; she stated that the up arrow button was not responding to finger presses unless she used a pen. The keypad was reportedly intact; the patient wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.